Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reported the monitor shut down and restarted several times during patient care. The patient was pronounced deceased onscene.

Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reported the monitor shut down and restarted several times during patient care. The patient was pronounced deceased on scene. A philips authorized field service engineer (fse) evaluated the defibrillator and was unable to duplicate the issue, and the defibrillator passed all performance assurance testing. The fse did not find a case event file on the heartstart mrx matching the date of this event. Because the problem could not be recreated, the event file was unavailable for review, and the defibrillator met all specifications upon testing, philips has closed this matter.